Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: reprocessing manual - reprocessing the endoscope (and related reprocessing accessories), chapter 6 reprocessing the accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had been cleaned and disinfected by improper reprocessing. The event had occurred during reprocessing. There were no reports of patient involvement.